Event description:
An aus device was implanted on 10/18/95. The pump was revised in 11/95. The entire device was removed from the pt in early 1996, day not indicated, due to incontinence. Unable to obtain add'l info.